Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not fully power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation, the monitor was resetting. The cause for the resets was isolated to intermittent bga connection between components u500 (digital signal processor) and u1003 (programmable logic device) on the monitor c/a board. The root cause for the intermittent bga connections could not be positively identified. No adverse event resulted from the intermittent bga connections. The pt received a replacement monitor.